Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation and technical report, it was determined that the cause of the phenomenon was the use of a non-olympus lamp. Since there was no definitive information, it could not be identified why the lamp was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The clv-190 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Avoid using the light source in a dusty environment. This may damage the light source. ¿/ ¿[6.1 replacement of the examination (xenon) lamp]. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found illumination light is not emitted due to use of olympus non-designated lamps. In addition, the output socket was cracked and the light tube at the socket was broken. Other findings included: the front panel was cracked, discoloration in the air feeding conduit due to deterioration of the light tube and the device was very dusty from the inside. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source optical digital mode can no longer be switched on with one hundred eighty (180) devices. The issue was found during preparation for use. Inspection and testing of the returned device found the illumination light does not emit due to use of olympus non-designated lamp. In addition, the output socket was cracked and the light tube at the socket was broken. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.